Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working. Two weeks later, a revision surgery was performed, and it was noticed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working. Two weeks later, a revision surgery was performed, and it was noticed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Event date (b3) corrected. Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually examined and microscopically tested. The tubing had been cut down to the pump block and no tubing was returned for analysis. Under microscope observation, it was noted that the pump was contaminated. The pump was not functionally tested due to the contamination. Analysis of the device did not confirm the reported event related to a hole/perforated and mechanical issue.